Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted with concurrent total abdominal hysterectomy, anterior and posterior repair and sacrospinous fixation.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2016 by (B)(6) at (B)(6).